Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the clips did not close properly on the structure. Unk how case was completed. There were no adverse consequences to the pt.